Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported during surgery, device was found to have a "globular area of silicone on the implant." Device was not implanted. Surgery was completed with backup device.

Manufacturer narrative:
A further investigation (fi) has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified device appearance (it is observed a round silicone blob on the surface of the device). The silicone was removed and sent to an external laboratory for analysis, but it was not able to identify the source of the silicone according to the analysis performed. The silicone is not considered a workmanship since the device was not received in the original sealed packaging. However, a further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed a silicone material on the external surface of the device. The silicone was studied but it was not possible to identify the source of the silicone.

Event description:
Healthcare professional reported during surgery, device was found to have a "globular area of silicone on the implant." Device was not implanted. Surgery was completed with backup device.

Manufacturer narrative:
Further investigation summary: according to the information gathered during the investigation, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan procedures and specifications. The reported device was intact at the time of production and met the required specifications. During the device analysis, a silicone material was observed on the external surface of the device. However, that was not assessed as workmanship, because the device was received out of its original sealed packaging. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. The issue with silicone material on the external surface will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported during surgery, device was found to have a "globular area of silicone on the implant." Device was not implanted. Surgery was completed with backup device.